Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago during a trial. The pt is a smoker with the following co-morbidities: copd, hypertension, hyperlipidemia, expanding infrarenal abdominal aortic aneurysm. It was reported that the bifurcated stent graft was deployed followed by the contralateral limb, an iliac extension and an aortic cuff. A repeat angiogram showed some compromised flow within the right renal artery. A right renal stent was required and it was placed so that the proximal end was just inside the endograft. The balloon was partially withdrawn so that the origin of the renal stent was flared. It was properly flared and repeat angiogram showed complete flow within the main right renal artery. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Arterial and venous occlusion. Films were not received, unk cause of renal artery occlusion. Conclusion: films were not received, unk cause of renal artery occlusion. Required intervention.